Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -13.50/1.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2017. Refractive surprise was observed, the lens was removed and exchanged on (B)(6) 2017 and the problem was resolved. Cause of the event is reported as patient related factor.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial with clear surgical residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).